Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer is reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set (infusion and reservoir). Customer has product in question return. Customer was advised that we would replace the set and reservoir.

Manufacturer narrative:
Evaluated one opened/used reservoir; inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test follows: reservoirs filled with diluent, and connected to a new infusion set and installed reservoir and connector into pump. We performed pump manual prime and visual fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded.